Manufacturer narrative:
(B)(4). The customer provided seven images for analysis. Visual analysis of these images confirmed that the dilator tip was damaged. Kinking was also observed on the guide wire. The customer returned multiple components from a cvc kit including a lidstock. The dilator and the guide wire will be analyzed as part of this complaint. Visual analysis revealed that the dilator tip was split and stretched. Slight bending was also noted on the extrusion adjacent to the tip. Microscopic examination confirmed the damage and revealed white stress marks. In addition to the damage on the dilator, the guide wire was also severely kinked. The dilator length measured 4", which is within the specification limits of 3 3/4"-4 1/4" per the dilator product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the severity of the damage. The dilator inner diameter at the proximal end measured 0.064", which is within the specification limits of 0.064"-0.067" per the dilator extrusion product drawing. The kinks on the guide wire measured 420mm and 432mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. An attempt to pass the returned guide wire through the dilator was performed. Despite the damage at the dilator tip, all functional sections of the guide wire passed with no resistance; however, major resistance was encountered at the location of the kinking which prevented the guide wire from passing. A lab inventory guide wire was inserted through the dilator tip. Minor resistance was encountered at the tip; however, all sections of the guide wire passed. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was split and widened. Severe kinking was also observed on the guide wire. Despite the damage to both components, all relevant dimensional requirements were met; however, major resistance was encountered at the location of the kinks which prevented the guide wire from passing. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage to the dilator tip , the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage to the dilator tip occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "difficulties to insert the guide wire, causing its kinks". A review of the customer supplied picture revealed that the dilator tip was damaged during use. The associated emdr report numbers are 9680794-2025-00246 and 9680794-2025-00249.

Event description:
It was reported that "difficulties to insert the guide wire, causing its kinks". A review of the customer supplied picture revealed that the dilator tip was damaged during use. The associated emdr report numbers are 9680794-2025-00246 and 9680794-2025-00249.

Manufacturer narrative:
(B)(4).